Manufacturer narrative:
A field service engineer (fse) cleaned the probes and the mixer, and checked the adjustments. The system water was renewed, the measuring cell was prepared, and the syringe screw connection was loose but the fse tightened it. An assay performance check (apc) was completed and passed. The investigation was unable to determine a direct root cause. The issues were consistent with possible contamination or a component issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided for calcitonin, ft3, ft4, anti-tg, anti-tpo, elecsys anti-tshr, tsh, or vitamin d. The investigation is ongoing.

Event description:
There was an allegation of questionable calcitonin, ft3, ft4, anti-tg, anti-tpo, elecsys anti-tshr, tsh, and vitamin d results from the cobas e 411 analyzer (rack system). The calcitonin results for sample ID (B)(6) were 7.5 pg/ml, 11.3 pg/ml, 10.9 pg/ml, and 10.5 pg/ml. The ft3 results for sample ID (B)(6) were 7.3 pmol/l and 4.2 pmol/l. The ft3 results for sample ID (B)(6) were 7.6 pmol/l and 4.6 pmol/l. The ft3 results for sample ID (B)(6) were 8.3 pmol/l and 5.0 pmol/l. The ft3 results for sample ID (B)(6) were 7.3 pmol/l and 4.3 pmol/l. The ft3 results for sample ID (B)(6) were 8.4 pmol/l and 5.1 pmol/l. The ft3 results for sample ID (B)(6) were 7.3 pmol/l and 5.0 pmol/l. The ft3 results for sample ID (B)(6) were 7.1 pmol/l and 4.9 pmol/l. The ft3 results for sample ID (B)(6) were 7.7 pmol/l and 5.2 pmol/l. The ft3 results for sample ID (B)(6) were 7.4 pmol/l and 4.7 pmol/l. The ft3 results for sample ID (B)(6) were 8.5 pmol/l and 5.9 pmol/l. The ft3 results for sample ID (B)(6) were 7.0 pmol/l and 4.9 pmol/l. The ft3 results for sample ID (B)(6) were 8.4 pmol/l and 5.7 pmol/l. The ft3 results for sample ID (B)(6) were 7.2 pmol/l and 4.8 pmol/l. The ft3 results for sample ID (B)(6) were 8.6 pmol/l and 5.9 pmol/l. The ft4 results for sample ID (B)(6) were 21.1 pmol/l and 14.5 pmol/l. The ft4 results for sample ID (B)(6) were 28.1 pmol/l and 18.3 pmol/l. The ft4 results for sample ID (B)(6) were 31.1 pmol/l and 21.7 pmol/l. The ft4 results for sample ID (B)(6) were 26.6 pmol/l and 17.3 pmol/l. The ft4 results for sample ID (B)(6) were 21.4 pmol/l and 13.6 pmol/l. The ft4 results for sample ID (B)(6) were 25.4 pmol/l and 18.5 pmol/l. The ft4 results for sample ID (B)(6) were 24.1 pmol/l and 16.7 pmol/l. The ft4 results for sample ID (B)(6) were 36.0 pmol/l and 25.1 pmol/l. The ft4 results for sample ID (B)(6) were 23.5 pmol/l and 17.0 pmol/l. The ft4 results for sample ID (B)(6) were 23.5 pmol/l and 17.3 pmol/l. The ft4 results for sample ID (B)(6) were 26.8 pmol/l and 18.7 pmol/l. The ft4 results for sample ID (B)(6) were 22.5 pmol/l and 16.0 pmol/l. The anti-tg results for sample ID (B)(6) were 85 iu/ml and 18 iu/ml. The anti-tpo results for sample ID (B)(6) were 150 iu/ml and 19 iu/ml. The anti-tpo results for sample ID (B)(6) were 146 iu/ml and 18 iu/ml. The anti-tpo results for sample ID (B)(6) were 153 iu/ml and 22 iu/ml. The anti-tpo results for sample ID (B)(6) were 164 iu/ml and 19 iu/ml. The anti-tpo results for sample ID (B)(6) were 111 iu/ml and 15 iu/ml. The anti-tpo results for sample ID (B)(6) were 124 iu/ml and 14 iu/ml. The anti-tpo results for sample ID (B)(6) were 143 iu/ml and 26 iu/ml. The anti-tpo results for sample ID (B)(6) were 107 iu/ml and 12 iu/ml. The anti-tpo results for sample ID (B)(6) were 103 iu/ml and 13 iu/ml. The anti-tshr results for sample ID (B)(6) were 4.3 iu/l and 1.23 iu/l. The anti-tshr results for sample ID (B)(6) were 3.75 iu/l, 1.19 iu/l, 1.01 iu/l, and 8.55 iu/l. The anti-tshr results for sample ID (B)(6) were 3.95 iu/l and 1.26 iu/l. The anti-tshr results for sample ID (B)(6) were 3.89 iu/l, 1.13 iu/l, 0.80 iu/l, and 8.28 iu/l. The anti-tshr results for sample ID (B)(6) were 3.37 iu/l and 1.08 iu/l. The anti-tshr results for sample ID (B)(6) were 4.0 iu/l and 1.53 iu/l. The anti-tshr results for sample ID (B)(6) were 2.47 iu/l, 1.37 iu/l, 1.24 iu/l, and 9.11 iu/l. The anti-tshr results for sample ID (B)(6) were 2.45 iu/l and 1.24 iu/l. The anti-tshr results for sample ID (B)(6) were 3.54 iu/l and 0.95 iu/l. The anti-tshr results for sample ID (B)(6) were 2.94 iu/l and 0.0 iu/l. The anti-tshr results for sample ID (B)(6) were 3.76 iu/l and 1.26 iu/l. The anti-tshr results for sample ID (B)(6) were 2.08 iu/l and 0.99 iu/l. The anti-tshr results for sample ID (B)(6) were 1.87 iu/l and 1.06 iu/l. The anti-tshr results for sample ID (B)(6) were 2.32 iu/l and 1.15 iu/l. The tsh results for sample ID (B)(6) were 1.39 mu/l and 2.36 mu/l. The tsh results for sample ID (B)(6) were 0.57 mu/l and 0.96 mu/l. The vitamin d results for sample ID (B)(6) were 59 ng/ml and 37 ng/ml. The vitamin d results for sample ID (B)(6) were 24 ng/ml and 15 ng/ml. The physician questioned the anti-tshr results for sample ID (B)(6) because they did not match previous results and asked that the sample be repeated.